Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the clear tubing had partially separated from the purple hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a turbo-ject standard power injectable PICC line was implanted on (B)(6) 2017 for an unspecified indication. The device began to leak at the base on (B)(6) 2017. The catheter was completely explanted and replaced with a new device on (B)(6) 2017. The circumstances and handling conditions leading up to the event are not known. The device is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this report. The patient was discharged to home.